Event description:
The customer reported that the pod was worn for less than a day and when it was removed, she noticed a "blister of about two inches in diameter." Insulet customer support directed the customer to the omnipod website for a listing of skin barrier products. In addition, she requested a "refresher course" with a clinical specialist to review pod placement technique to prevent the recurrence of the blistering. The pod was discarded and will not be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer will be meeting with a clinical specialist to review proper pod application technique to prevent the recurrence blistering at the pod site. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.